Event description:
Boston scientific received information that non-reproducible noise was reported on the ventricular rate/sense channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise caused inhibition of pacing. The patient reported receiving a shock while in the bathroom and then again while sleeping. X-rays revealed that a surgically abandoned lead was very close to the current implantable defibrillation lead. Technical services representative discussed potential sources of the noise and programming changes. The patient was going to be monitored overnight and checked the following day. No adverse patient effects were reported. Additional information indicated that noise was still being observed. It was noted that the patient has complete heart block and has not received any inappropriate therapy and the patient was not symptomatic. Impedance measurements are 550 ohms. They are still unable to recreate noise with isometrics and the noise is confined to the rv channel. They are considering performing an x-ray to assess the lead. Ts discussed the lead system and suggested trying more aggressive isometrics. It was noted that a lead revision procedure may be scheduled in the future.

Manufacturer narrative:
No further information is available. If more information becomes available, the event will be reopened.